Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/ pain') in a (B)(6) year old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: depo-provera and oral contraceptive nos. Concurrent conditions included asthma, anxiety and depression. Concomitant products included hydroxyzine, ibuprofen, methocarbamol (robaxin), paracetamol (tylenol), salbutamol and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("increased bleeding during menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced urticaria ("breaking out randomly in hives"), allergy to metals ("nickel allergy") and dysgeusia ("metal taste in mouth"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("low back pain"). The patient was treated with acetylsalicylic acid; caffeine; paracetamol (excedrin migraine) and surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain and menorrhagia had not resolved and the vaginal haemorrhage, headache, migraine, dyspareunia, urticaria, alopecia, allergy to metals, dysgeusia, nausea and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, dysgeusia, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - date of removal (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff fact sheet received. Case became serious incident. Essure removal was done. Essure removal date added. Proceed with follow-7 on 8-jun-2020: pif received , reporter , insertion date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/ pain') in a 25-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: depo-provera and oral contraceptive nos. Concurrent conditions included asthma, anxiety and depression. Concomitant products included hydroxyzine, ibuprofen, methocarbamol (robaxin), paracetamol (tylenol), salbutamol and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("increased bleeding during menstruation/ abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced urticaria ("breaking out randomly in hives"), allergy to metals ("nickel allergy") and dysgeusia ("metal taste in mouth"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). On an unknown date, the patient experienced back pain ("low back pain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain and menorrhagia had not resolved and the vaginal haemorrhage, headache, migraine, dyspareunia, urticaria, alopecia, allergy to metals, dysgeusia, nausea and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, dysgeusia, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of removal 08mar2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Lot number: a66680, manufacture date: 2012-11, & expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.